Event description:
It was reported that ¿no readings¿, ¿sensor error¿, or "brief sensor issue" occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient was receiving a brief sensor error on his dexcom app. It reportedly keeps on going off and on. The patient mentioned that he had a hypoglycemic issue and he was required to know his readings and wake him up during sleep. It did wake him up when he got an alert that he got a brief sensor error. According to him it's starting to get where it is going to go super low, which is happening while he was asleep. He had 2 egv that hit 40 mg/dl, then the wearable will be out again for a while and it will comeback. The patient did try to take a nap because he was not feeling well. Then when his wearable came back on, he, took his emergency glucose shot. The patient did not take a fingerstick to confirm the egv. No other details were documented. Performance data was reviewed. A ¿no readings¿, ¿sensor error¿, or "brief sensor issue" was not found within the investigation window. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.